Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving lioresal and morphine (concentration and doses not reported) via an implantable pump. It was reported that at a management refill, nurses initially withdrew the expected fluid prior to replacing with new drugs. Upon refilling the pump, they noticed that the resistance did not feel the same as usual and suspected a pocket fill. They repositioned needle to remove drug and got back what they put in but with a 0.2 - 0.5 ml discrepancy. In addition, there was a small amount of clear fluid seen at injection site. The managing physician recommended to refill pump again with prescription. At the time of the report it was unknown if the issue had been resolved but no further information was reported since.

Event description:
Additional information was received via follow-up. It was reported that the issue had been resolved as the nurses involved with the refill indicated that the refill kit was faulty and had a leak at the needle hub, and they had to use 3 in total. The kits were not kept and therefore were not available for return.

Manufacturer narrative:
Review of this MDR and additional information received shows that there is no information to reasonably suggest that the pump in this report may have caused or contributed to a death or serious injury or that the pump in this report has malfunctioned. The additional information received clarified that there was a leak in the refill kit which led to the 0.2-0.5ml discrepancy and that the issue had been resolved as the pump was refilled. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Concomitant medical products: product ID: 8551, product type: accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.